Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.

Event description:
"Pt having posterior spinal fusion, 4mm by 10mm tip of the tap (stryker xia 4.00 mm) broke into center of vertebral body. It was not near any structure to cause any issues and it was felt that leaving it in place would be less risky than to attempt to remove it. The small piece was left in place and is not anticipated to cause issues. Per dr: occurred when he was using it to prepare the bone for the placement of the pedicle screws in the thoracic spine. Pt's bone was very hard.